Event description:
It was reported that during the device was used during a colectomy procedure. The surgeon could not fire the device. The case was completed with overstitches. There were no pt consequences.